Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate anti-tachycardia pacing (atp) attempts and a single inappropriate shock for an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and recommended programming enhancements. This device remains in service. No additional adverse patient effects were reported. Additional information was received, therapy was recently delivered and the heart rate was reported to be in 200 beats per minute (bpm). This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.